Manufacturer narrative:
Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line), which occurred on the homechoice (hc) during dwell. The home patient (hp) said a bag had fallen on the floor. The technical service representative (tsr) had the hp close the clamps and disconnect. The tsr had the hp recycle the machine and system error 2367 occurred. The tsr informed the hp to start over using new supplies or use manual bags. The tsr explained to inform the rn. Per the callscript, the hp was connected at the time of the alarm, the hp did not disconnect any time prior to the alarm, all of the bags were not properly spiked and connected. Proper procedure was reviewed with the hp. There was the patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance contacted the home patient (hp) regarding the reported event. The hp stated they did not know the cause of the disconnection. The hp stated they did not notice any visible damage or abnormalities with the cassette or bags that were in use. The hp stated they did not have any form of samples and did not know the lot number of the supplies. The hp stated that they were able resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4).this complaint for a system error 2240 (air in set) was confirmed; the supply bag fell and disconnected. The cause was undetermined.